Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported top portion of the insertion tube separated and remained inside her while inserting tampon. She went to the ER to have it removed. She experienced pain but the pain resolved.